Event description:
A patient was recently sent out farrell valve bags due to ongoing distension and concerns for not gaining weight. Education completed by a phs dietitian over the phone. Educations materials were also sent out to the home. Based on the way, the education was written by phs and by the corpak (manufacturer of farrell valve bags), patient was using the farrell valve bags incorrectly. Patient had recently been setup with a gj tube, so the farrell valve bag is setup differently with a gj tube than with a straight g tube. Current education only shows how to hook up the farrell valve bags to a g tube. Mom used the farrell valve bag the way the instructions were given in the educational material and it did not help and patient became more uncomfortable. It was upon subsequent phone calls with mom that it was found out that the patient had a gj tube, so correct setup of the farrell valve bag was given to mom and patient was connected correctly. The following business day, a phone call was made to corpak, manufacturer, and upon speaking to karen, a nurse working with corpak, it was identified that the education that comes from their company only shows how to use the farrell valve bag to a g-tube, but corpak's education material states that it can be used with any feeding tube. Nurse will update corpak on this to get their education material up to date. By not having the most up to date education on the various ways the farrell valve bag can be used, it could potentially have caused patient harm if not applied appropriately.